Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer reported that a tube detached from the alkaline buffer and leaked inside the instrument. Eic (electrolyte injection cup) was also overflowing water and reference solution. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
The customer resolved the problem without a service visit. Customer resolved the problem.